Event description:
It was reported that the 2500 system locked up during a case. The 2500 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
H6: on going investigation.